Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of revision surgery. This event was reported by the patient's legal representation. The implant and revision surgeries were both performed by: (B)(6). The implant surgery was assisted by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress urinary incontinence. On (B)(6) 2016, she was implanted with an obtryx ii system during an anterior colporrhaphy and incontinence urethral sling procedure. On (B)(6) 2017, patient underwent revision surgery of the vaginal sling due to erosion of vaginal sling into the anterior vaginal wall. During the procedure, a 3mm x 12mm erosion of the vaginal mesh was noted through the anterior vaginal wall. Correction consisted of removal of 2cm of the implanted mesh and suturing of the anterior vagina. The patient's condition was reported to be "stable" following the procedure.